Event description:
Breg received notice from hospital regarding an incident at the hospital related to a polar care kodiak unit. Post surgery, a nurse applied a kodiak with intelli flo pad to a patient's left knee following total knee arthroplasty, left the room and came back sometime later and saw that the unit had leaked, soaking the bandage and the bed. Nurse stated that there was no leak when the unit was powered on, the leak occurred after it was applied on the patient. Time period of when the leak may have occurred is unknown. Time period of when the nurse went to check on the patient and noticed the issue is unknown. Pt was treated for cellulitis with IV antibiotics and a subsequent surgical procedure. Physician is uncertain of cause of pt's cellulitis. User facility also reported the issue through medwatch report # (B)(4).